Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The hrsv was found to have no video. The hrsv was cleaned, tested, burned-in, backlight calibration and checked for all functions. It was noted the main board would be replaced.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the left high resolution stereo viewer (hrsv) monitor on the surgeon side console (ssc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the part for evaluation; however, the product is currently under evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received and/or when the product evaluation is completed. Site history: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Log review: a log review was conducted, which resulted in the following findings: the logs showed the customer experienced errors 45311 ¿ left video loss between camera and dual camera controller (doco), and error 45310 ¿loss of both camera-video inputs during the reported procedure on (B)(6) 2020 with system (B)(4). Video/image: no image or video clip for the reported event was submitted for review.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer noted "the left eye was black in the left eye." The technical service engineer (tse) noted the live logs were not available during the call. The customer informed the tse that the left eye was black and had no graphics. The tse had the customer perform a hard reset on the surgeon side console (ssc), and reseat the fiber cables while the system was off. When the system was rebooted, no change was observed. The tse had the customer go to 2d mode and the left eye was still black. The customer would try to proceed in 2d mode and if it would get too difficult, they would convert to laparoscopic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse indicated that the system was inspected prior to use, and nothing out of the ordinary was observed. While ports were placed, and as the surgeon sat at the console to begin the case, they noticed the reported issue. The surgeon attempted to continue the case with one eye; however, completed a posterior dissection and continued via open procedure. The nurse informed they did not attempt to replace the endoscope/camera head. The surgeon believed the issue was due to a bad module. According to the nurse, the patient did very well with the open procedure. No post-operative complications were noted. No video/image was available for review. The procedure was completed with no reported injury or harm.